Event description:
It was reported that the patient still felt the device flipping on the day of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the patient has had their device removed and the cause of the device flipping was still undetermined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.